Manufacturer narrative:
The customer only provided verbal confirmation that their qc recovery was acceptable. The patient sample was centrifuged for 6 minutes at 3200 rpm. The centrifugation time may be shorter than recommended. The alarm trace contained an "abnormal probe sucking" error. This is an indicator of poor sample quality. The field service engineer (fse) found debris lodged inside the ion-selective electrode (ise) diluent bottle chimney. This issue was traced to user maintenance. He then replaced the bottle of the ise diluent. The analyzer's performance was verified by ise checks, calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for several patient samples tested on a cobas 6000 c501 (ul) v. The reporter was able to provide one example of a questionable result. The initial result was reported outside of the laboratory. The initial sodium result was 154 mmol/l with a repeat result of 138 mmol/l. The initial chloride result was 113 mmol/l with a repeat result of 102 mmol/l. The repeat results were deemed correct. The sodium and chloride electrode lot numbers and their expiration dates were requested but not provided.